Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4 - catalog #, lot#, UDI updated from (B)(4).

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with mild calcification, mild tortuosity and 80/ stenosis. The 9x39mm omnilink elite balloon expandable stent failed to deploy. Another 9x29 omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the account confirmed that the correct device used was a omnilink elite 9.0 x 29, part number:11012-29, and lot# 2020441. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery with mild calcification, mild tortuosity and 80/ stenosis. The 9x39mm omnilink elite balloon expandable stent failed to deploy. Another 9x29 omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.